Manufacturer narrative:
This is for the same event as manufacturer report 2937094-2020-00152. The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the returned device did not identify any damage on the fiber that could potentially lead to forward firing. Analysis of the device revealed that the glass cap exhibited moderate devitrification at output window. The fiber was tested with hene laser fixture, aim beam was present at fiber output window; there were no signs of breakage along length of fiber. The connector cone, segments, and tabs appeared in good condition and secured. The fiber connector passed the signature verification fixture test. The control knob was attached and aligned with fiber and could rotate the fiber. Based on the analysis results, an evaluation conclusion code of no problem detected was assigned to this investigation. Based on analysis results, the reported fiber break was not able to be confirmed as no breaks were identified along the fiber body. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that from the beginning of the photoselective vaporization of the prostate (pvp) procedure, the light beam appeared at the fiber end and not laterally. The fiber was exchanged and the second fiber exhibited the same issue. A third was used to complete the procedure. Patient outcome information was not reported. This report is for the first fiber.

Manufacturer narrative:
This is for the same event as manufacturer report 2937094-2020-00152.

Event description:
It was reported that from the beginning of the photoselective vaporization of the prostate (pvp) procedure, the light beam appeared at the fiber end and not laterally. The fiber was exchanged and the second fiber exhibited the same issue. A third was used to complete the procedure. Patient outcome information was not reported. This report is for the first fiber.